Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical trial. It was reported that during a coronary stenting treatment procedure a circumflex artery perforation, hemodynamic decompensation, and cardiopulmonary arrest occurred resulting in myocardial infarction and death post procedure. The patient underwent a cardiac catheterization in (B)(6) 2013. The 90% stenosed, 10mm in length, target lesion was located in the proximal left circumflex (lcx) artery with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilation and placement of a 3.00 x 28mm study stent resulting in 30% residual stenosis. Following placement of the stent, perforation of the circumflex artery was noted. The perforation was treated with balloon dilation and medication. The perforation resulted in hemodynamic decompensation and cardiopulmonary arrest, which was also treated medically. One day post index procedure cardiac enzymes were noted to be elevated and the patient developed myocardial infarction. Two days post index procedure the patient expired. Per source, the circumflex artery perforation was the primary cause of death.

Event description:
It was further reported that at the time of the event, a large acute perforation was noted either just distal to the study stent or involving the distal edge of the study stent. No dissection was noted with timi 3 flow throughout. Balloon inflation was attempted at the distal portion of the study stent, in an effort to close the perforation, resulting in reduction in size of the perforation and timi 2 flow. However, the vessel distal to the stent was noted to have a narrower lumen (possible vessel spasm) and appear to be about to abruptly close. Cine images revealed another undeployed stent in the proximal lcx , within the study stent but not far enough to be at the level of the perforation, resulting in slightly better flow past the study stent but still timi 2. The study stent was noted to be hazy especially around the undeployed stent. Additional cine image revealed an undeployed stent in the proximal section of the study stent. The vessel past the study stent again appeared to be about to abruptly close "very little flow with an even smaller lumen than previously seen." After re-engagement of the guide, two wires were noted down into the lcx. Timi 2 (borderline timi 1) flow was noted from the proximal lcx to the site of perforation. The perforation was still present, but smaller and with slower flow than previously seen. The lcx at this juncture past the study stent was noted to be abruptly closed with timi 0 flow past the perforation. 2 days following the procedure, the patient developed acute renal failure that was treated with medication.

Manufacturer narrative:
(B)(4).